Event description:
As reported by our edwards lifesciences affiliate in austria, regarding a 29mm sapien 3 heart valve implant in aortic position by transfemoral approach, during the procedure, when crossing the native valve, the patient went into an acute decompensation, therefore, the valve got implanted very quickly in 80/20 position. The patient had nearly no blood pressure anymore and got a tachycardia. The patient had a sinus but no blood pressure. No rupture visible in the echo or fluoro. Patient was defibrillated and 10 minutes of reanimation with 3 shots of adrenaline was performed. Patient was intubated and was stable. The following day, patient passed away at ICU due to acute decompensation. There was no edwards device malfunction.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a product investigation. The following sections of this report have been updated: b.4, e.1 (telephone number) g.3, g.6, h.2 and h.6. Per the instructions for use (IFU), hypotension and cardiogenic shock are known potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, bioprosthetic heart valves, and the overall transcatheter valve replacement (tvr) procedure. Patients undergoing the tvr procedure can be non-operative or high risk, have complex medical histories and have multiple co-morbidities. Patient risk factors for hypotension include low ejection fraction, coronary artery disease, congestive heart failure, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is not uncommon and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate the distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass, insertion of intra-aortic balloon pump, and/or conversion to open surgery is required. Periods of prolonged hypotension can result in cardiogenic shock. Physicians are extensively trained by edwards before they are qualified to use the sapien thv (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. As a precaution, the training manuals instruct the operator to minimize the number and duration of rapid burst pacing episodes and allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient condition (chronic heart failure) may have contributed to this event but a definitive root cause was unable to be determined. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.